Event description:
It was reported that the customer was hospitalized for hyperglycemia. It was stated that the customer woke up with high blood glucose of 589 mg/dl. The customer felt sick and he was taken to the hospital. It was also reported that the customer experienced high blood glucose quite frequently in the past few days. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within spec.